Event description:
Status post peek implantation, patient returned to surgeon and presented with an infection.

Manufacturer narrative:
Device not explanted at this time. Additional information has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested for the subject device.